Event description:
Information received from the field does not address the patient's clinical status but notes that a surface ECG showed no cap ture or sensing. X-ray showed that the lead had dislodged and was "out of the heart".